Event description:
It was reported that noise was observed on the rv coil to can, rv to svc, and svc to can. Out of range hvli measurements occurred when this noise was observed on the iegms. The physician opened the pocket and connections looked good; however, all were re-tightened. No problems were observed on the leads. The device was removed when the oversensing continued.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The analysis confirmed the noise anomaly. The noise and high impedance was traced to the hybrid sub-assembly. However, the root cause could not be determined as the failure mode was lost during the analysis.